Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative that reported that the patient claimed discomfort and shocks in relation to the stimulator. The physician recommended that the stimulation be replaced. The stimulation was replaced and repositioned.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that the patient was told by a manufacturer representative during a programming session that his battery needed to be replaced. The patient did not get any low implantable neurostimulator battery messages himself. The patient was not provided with any more information as to why the battery needed to be replaced. The battery was replaced on (B)(6) 2016. The patient had a follow-up appointment with the health care provider on (B)(6) 2016. The patient reported on (B)(6) 2016 that he had no complaints.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.